Manufacturer narrative:
Device disposition not presently known.

Event description:
A top hat, size 27, was implanted and explanted intra-operatively on (B)(6) 2018. The valve was replaced with another top hat of the same size. No other information is known.

Manufacturer narrative:
Based on the additional information received, the valve was dropped on the floor intra-operatively, and was never implanted. No event has occurred, no product issue has been identified, and no device investigation is warranted. Device not returned.

Event description:
A carbomedics top hat was dropped on the floor intra-operatively. The valve was replaced with another top hat of the same size.